Event description:
According to the reporter, during spinal fusion procedure, an electrosurgical unit (esu) pad was placed on the right posterior calf and left posterior thigh. Neuromonitoring needle electrodes were placed bilaterally on patient's shins. The left posterior thigh pad was also not adhering to skin, so a new pad was placed on the left posterior calf. The vendor noted that there was interference in the neuromonitoring feedback. A new pad was placed and relocated to upper right arm. At case conclusion, there were burns noted at multiple electrode sites on bilateral lower extremities.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.